Event description:
It was reported to medtronic minimed that the customer experienced a possible underdelivery, a pump suspended and did not resumed, an insulin delivery suspended due to the sensor glucose vs blood glucose difference, and a delay on the pump buttons. The customer reported a blood glucose value of 396 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with insulin pump (subcutaneous insulin infusion), other. The event involved products mmt-332a, mmt-1884, mmt-7040a, and mmt-886a. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event, and the customer was used the auto mode feature. No harm requiring medical intervention was reported. No product return is required for mmt-332a.  Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned.  No product return is required for mmt-7040a.  No product return is required for mmt-886a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0867 inches. All buttons were tested while navigating the menus, and they all worked properly. No over/under delivery anomaly noted during testing. In further full review of the pump history on the event date of 03-aug-2024 found bolus deliveries of 0.15u at 05:05:05, 0.075u at 05:10:03 and 0.025u at 05:15:01. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case. In summary, customer allegation for pump over/under delivering and unresponsive keypad were not confirmed during full functional testing. Unable to verify customer alleged for low/high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.